Event description:
It was reported that three ems were used during a laparoscopic hernia repair. It was reported by the rep that the first instrument had only one staple fire out of it. The surgeon is an experienced ems user and did not see any jammed staples. A second ems fired staples that were turned sideways. A third device was used to complete the case, but was accidently mixed up with the malfunctioning devices. There was no consequence to the pt.